Event description:
The customer reported that the ventilator shut down during use on a patient and did not alarm. The customer reported there was no patient harm. During initial evaluation, the manufacturer's service technician reported the unit would alarm on power on but the blower was not functioning and the display was blank. Review of the ventilator diagnostic log noted a vent inop occurrence due to a data acquisition pcba adc reference failure. The service technician replaced the motor controller pcb board and reported the device started up normally. The service technician updated the power management board software to address the reported problem of no alarm upon shut down. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Software.